Manufacturer narrative:
Additional information: the device was not passed through a previously-deployed stent. No resistance encountered when advancing the device. Excessive force was not used. No resistance encountered when advancing the device. Excessive force was not used. The same issue occurred with a second balloon. None of the balloons fragmented. Both devices were safely removed . No vessel damage was noted. The procedure was completed with a new balloon of the same size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific plus pta balloons during procedure to treat the superficial femoral artery (sfa). The device was prepped per IFU with no issues identified. There was no damage to device packaging. There was no issue noted when removing device from hoop/tray. During balloon inflation, balloon burst occurred. It was reported that upon inflation, the balloon burst within the vessel occurred and could not be used anymore hence removed safely out of patient and continued treatment with another pacific plus balloons of other sizes. No parts of this balloon were left inside patient. Physician could not tell where the burst occurred, only that the pressure could not be maintained after first inflation. There was no patient injury reported.